Manufacturer narrative:
Additional information received from the health care professional (hcp) at the patient's following clinic indicated that the patient has not been seen since september 2017. A phone call was received indicating the patient experienced another syncopal episode and was passed out for ten minutes. The hcp advised that the patient should be sent to the hospital. The patient has an appointment in the near future for a device check.

Event description:
Boston scientific received information that the patient with pacemaker experienced a syncopal episode. Remote device data was reviewed and there were no stored episodes around the time the patient passed out. The presenting electrogram (egm) indicated normal device function. All lead measurements were within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the patient was seen in clinic for dizziness and syncopal episodes. No changes to the device were made. An echocardiogram was performed. The patient was also set up on remote monitoring and a remote interrogation was received. The remote interrogation indicated the patient had a seven second run of supraventricular tachycardia (svt). The patient plans to be monitored remotely every 3 months and in office yearly. No cause for the syncope has been determined. It was communicated that the syncope was determined to not be cardiac related and the patient is following up with internal medicine.